Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a left knee arthroscopy procedure with patellar condularplasty on (B)(6)2023, it was observed that when they went to plug in the fms fluid management system/inflow tubing (fms duo+ or fms solo) device into the machine, there was too much pressure and the cord was not holding in place. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was found a damage found near the chamber bracket and a crack in the tubing was identified. It could be assembled well in its place, but the functional test cannot be performed due to the damage in the tubing. This complaint cannot be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. A root cause for the issue experience by the customer cannot be determined. The possible root cause for the damage in the tubing could be related when the tube is not seated correctly on the chamber bracket . Also, it could be damaged from product interaction with other instrumental during procedure or procedural variables. However, this cannot be conclusively determined. As per IFU, when placing the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. Improper positioning could cause the tube to twist and obstruct the flow of fluid. Do not invert fill chamber at any time. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.